Event description:
It was reported by a hospital that a vns pt underwent generator replacement surgery due to end of service of the generator. The explanted generator was returned to the manufacturer and underwent product analysis. Analysis of the generator revealed the end of service condition was confirmed during analysis; an open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was expected based on the battery life calculation, the electrical test results and the bench evaluation. After the can was opened, supply current pulsing was over the limit on the automated post burn-in electrical test. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to the automated post burn-in test. The out-of-limit supply current pulsing could potentially be a contributing factor to the eri condition of the battery but was an expected event based upon the battery longevity calculation.